Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 1: original free t4 result was less than 0.023. This result was accompanied by a data flag notifying the user the result was outside the measuring range of the assay. The repeat free t4 result was 1.10. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.

Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 6: original b12 result was less than 30.00 with a data flag notifying the user the result was outside the measuring range of the assay. The repeat b12 result was 430.2. None of the erroneous results were reported. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.

Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 5: original tsh gave a sample alarm indicating a problem with liquid level detection and did not gneerate a value. The repeat result was 0.038 with flag notifying the user the result was low. Two additional repeats were performed in sample cups, giving values of 1.99 and 2.00. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.

Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 2: original free t4 result was less than 0.023 with a data flag notifying the user the result was outside of the measuring range of the assay. The repeat free t4 result was 0.997. The original tsh result was 0.042. This result was accompanied by a data flag notifying the user the result was low. The repeat tsh result was 1.27. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.

Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 3: original tsh result was 0.034 with a data flag notifying the user the result was low. The repeat result was 3.25 with data flag notifying the user the result was high. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.

Event description:
The user stated he was getting analyzer alarms and very low results for tsh, free t4 and vitamin b12. Of the data provided, six sample results were discrepant. All samples were in 5 ml gold top sst tubes and all testing was performed on (B)(6) 2009. The user stated that all repeats were run in sample cups, but were tested on the same analyzer as original results run. All tsh results are in uiu per ml. All free t4 results are in ng per dl. All vitamin b12 results are in pg per ml. Sample 4: original tsh was 11.98 with a data flag notifying the user the result was high. The first repeat tsh result was 0.044 with a data flag notifying the user the result was low. The second repeat tsh result was 12.01 with data flag notifying the user the result was high. The field service representative determined there was a broken sample guard assembly over the sample wheel that was interfering with liquid level detection. He replaced the sample cover with a guard assembly. To verify the analyzer performance, he ran performance tests and the user ran qc.